Event description:
The device was returned for valve 2 failure. Pump alarmed during the pneumatic self check at startup. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 2 leak. No additional damage was identified.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "service needed error". Patient harm: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.